Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product analysis. The hemostasis sheath was returned mated with the carrier tube assembly. The arteriotomy locator was returned as well. Visual inspection revealed that the arteriotomy locator was in a slightly curved shape. The carrier tube assembly and the hemostasis sheath were found to be mated properly. The deployment sleeve was in the full rear lock position with the color bands fully exposed. There was a cut identified through the carrier tube between the base of the device cap and the top of the sheath hub. The anchor and collagen were not returned for analysis. No other visual anomalies were noted. The deployment locking sleeve was functionally checked and there were no functional anomalies noted with the initial locking and deploying locking position of the sleeve. For functional analysis of the spool in the tensioner, the sheath hub and deployment sleeve were removed from the device cap. The tensioner was then removed from the device cap molding. All the turns of the suture were present within the suture wind disk. No gross anomalies were noted with the tensioner plug. A pair of tweezers was taken and pulled the suture from the carrier tube. The suture was able to unspool, and no resistance was experienced. No functional anomalies were noted. Tthe returned device was returned severed, which indicates that some form of resistance occurred. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was inserted into the insertion sheath, the device was pulled, but the device was not locked. After multiple attempts were made, the physician managed to lock the device. When the device/sheath assembly was withdrawn to position the anchor, the suture locked and could not be pulled. A part of the device was cut, then the device could be withdrawn, and subsequently the hemostasis procedure was successfully completed. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was unknown. The vessel diameter was unknown. There was no health damage to the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.